Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. It was reported after successfully implanting the stent graft, the physician experienced difficulties removing the stent delivery system. The physician was able to maneuver the delivery catheter and remove it from the patient. No intervention was required and the patient was fine.

Manufacturer narrative:
Evaluation: result: (device not returned for evaluation), (delivery catheter). Evaluation: conclusion: (delivery catheter).